Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was in the hospital for an unrelated reason and went into cardiac arrest. Two days post cardiac arrest right ventricular (rv) loss of capture (loc) was noted. Review of the rv lead data found pacing impedance measurements chronically high but not out of range. The cause of the loc was unknown and an underlying myocardial infarction versus a lead integrity issue was discussed. Since the lead exhibited higher than average impedance measurements and loc, the physician believed replacing the lead was prudent. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.